Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported that they did not know why it did not work. The patient continued to have urinary frequency, urge incontinence, and incomplete bladder emptying. The leads were all functional and programming had the pulsation in between vagina and rectum. Actions and interventions taken to resolve the issue included the patient having an x-ray to the check the placement, urodynamics, oral medication that did not help, physical floor therapy, and numerous program changes. The patient turned off the device in (B)(6) 2013. The cause of the implantable neurostimulator (ins) not working was not known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the device was not working. Patient reported to hcp that the device never did what it was supposed to do. The event occurred on (B)(6) 2011.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.